Event description:
It was reported by service report that the bed functions are erratic. The functioning fowler would cause the bed to momentarily lose power. The customer could not determine whether there was pt involvement or if adverse consequences occurred.